Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s display was blank. The customer¿s blood glucose level was unknown. Customer was advised to remove battery and insert battery alarm was not displayed on the screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.